Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two videos and two photographs of a staple line were received for evaluation. Visual inspection noted a staple line inside the patient cavity can be seen bleeding. The staple line can be seen to be cauterized in the videos. No reload can be seen in the returned photographs or videos. It was reported that unexpected bleeding occurred along the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastric bypass procedure while creating a pouch, there was bleeding at the staple line and the doctor did a scalpel hemostasy in the entire staple line to resolve the issue.